Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. G4: 510(k) no.: k130520. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Confirmation of the provided image: the yellow cap of the three-way valve (blue cock) and the female connector had been damaged. Simulation test: as a result of applying an instantaneous impact load to the yellow cap of a factory-retained sample, the yellow cap and the female connector became damaged in a state similar to that shown in the provided image. The manufacturing record and the shipping inspection record of the actual device no anomaly was found. Past complaint file of the involved produce code and lot number: no other similar report was found. Based on the investigation results, no anomaly was found in the manufacturing records. Since the actual device could not be confirmed, it was not possible to clarify the cause of the occurrence. It was considered possible that some kind of impact load was applied to the yellow cap of the three-way valve based on the provided image, which led to damage. However, it was not possible to clarify exactly when the load was applied. Relevant IFU reference: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. If the product is dropped during set-up, do not use it. Replace with another device. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following information: it was reported that when the product was unpacked it was found that the yellow part on the top (sampling system) was broken and fell off. The procedure outcome was not reported. There was no harm to the patient reported.